Event description:
It was reported that this atrial pacing lead was explanted due to oversensing approx. 44 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including visual, mechanical and electrical inspections. Solia s 53 sn (B)(6). The analysis showed that the insulation was found abraded through and the outer conductor coil fractured 32 cm distal to the is-1 connector pin, these damages are assumed to be the root cause of the observed oversensing in the atrial channel. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Solia s 60 sn (B)(6). The analysis showed that the insulation was found abraded through 32 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed oversensing in the ventricular channel. The insulation damage most likely resulted due to excessive mechanical forces as the result of clavicular-first rib entrapment. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.